Event description:
Medtronic received information via literature regarding the impact of left ventricular outflow tract (lvot) calcification after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between 2013 and 2017. The study population included 275 patients (predominantly female, mean age 81.26 years), 81 of whom were implanted with medtronic evolut r bioprosthetic valves (unique device identifier numbers not provided). Among all patients, there were 4 deaths within 30 days of tavr and 29 deaths within one year of tavr. No further information on cause of death was presented. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: mild-moderate paravalvular leaks (pvl), major-to-life-threatening bleeding, vascular complications, need for permanent pacemaker implantation (ppmi) and strokes. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: musallam a.; et al. Impact of left ventricular outflow tract calcification on outcomes following transcatheter aortic valve replacement. Cardiovasc revasc med. 2022 feb;35:1-7. Doi: 10.1016/j.carrev.2021.07.010. Pmid: (B)(4). Epub 2021 jul 10. Earliest date of publication used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.